Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing due to post-paced t-wave oversensing observed on implantable cardioverter defibrillator. There was no therapy delivered during oversensing events. Programming changes were made during the device check and the issue was resolved. The patient remained stable during device interrogation and post programming changes.